Event description:
Pn 212-0048, micro 16 mm left "l" plate, and 212-0050, micro 16 mm right "l" plate were implanted in a pt on (B)(6) 2013. One of the plates was discovered broken on the pt's left side by the surgeon on (B)(6) 2013 during a panoramic photograph. The plate was extracted on (B)(6) 2013 and replaced with osteomed's higher profile thicker plates. The information above was received from the company representative on (B)(6) 2013.

Manufacturer narrative:
Additional information for catalog # 212-0050. The pt had one 16 mm left "l" plate, and one 16 mm right "l" plate implanted on (B)(6) 2013. The pt was seen by the surgeon on (B)(6) 2013 when it was discovered that one of the plate had broken on the pt's left side. The plates were extracted and replaced with other osteomed higher profile thicker plates. The broken plate was not returned for evaluation and the lot number was not provided. According to the information provided, the pt had a history of bruxism (grinding the teeth) which could have contributed to the breakage of the l plate. The exact root cause of the plate breaking could not be determined. Many factor could contribute to the plates breaking as indicated in the IFU such as an undersized plate, multiple bending, etc. In addition, the IFU states that the surgeon must exercise reasonable judgment when deciding which plate to use for specific indications. It is noted that there has been only one other complaint for the complaints parts rn 212-0048 and 212-0050 which was associated with the same doctor. Complaints will continue to be monitored for trends. If necessary, preventive actions will be taken.